Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(4) alleging an apply sample message issue with a one touch verio pro meter. The patient was reportedly using an incorrect technique for applying blood to her test strips. The alleged issue was not resolved with troubleshooting since the patient did not have testing supplies. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is an apply sample message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.